Manufacturer narrative:
Software issue.

Event description:
The customer reported the blood pressure sticks at the end of the cycle, or appears frozen. No adverse event involving a patient or user was reported by the customer.